Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4) event occurred in japan. It was reported that the patient faced hyperglycemia event on (B)(6) 2026 due to which the patient got hospitalized. The patient blood glucose was 600 mg/dl at the time of the event and got treated with intravenous drip. The patient got hospitalized for more than 24 hours. Patient experienced the symptoms of nausea at the time of the event. No further information available.